Event description:
An aneurx bifurcated stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported that approximately 15 months post stent graft implant, the pt returned for a routine appointment. The CT demonstrated a type I endoleak with aneurysmal enlargement. The cause of the type I endoleak was due to expansion of the aortic neck resulting in loss of proximal seal zone. The physician elected to remove the stent graft and the pt was successfully converted to an open surgical repair. Medtronic has rec'd the stent graft and the analysis is pending. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.